Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported by the affiliate that the er320 clips fall down from the instrument. There was no consequence to the pt.